Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was returned for evaluation. A relationship between the product and reported incident was established. Visual inspection of the speedscrew implant device shows no manufacturing discrepancies. The device was returned non-deployed. Anchor and clinical sutures are not present. Functional inspection of the speedscrew implant device shows no manufacturing issues. The anchor broke off before deployment and has not been returned. The device was successfully deployed during functional test. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: bone quality, levering the device during or after insertion, or excessive torquing. The instruction for use states: (1) do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. (2) use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. The pieces that are retained in the prepped hole are reported as shredded anchor material, which is biocompatible. Per complaint details, no patient harm injury occurred. Therefore, no further clinical assessment is warranted.

Event description:
It was reported that, during a rotator cuff repair surgery, the screw shredded as it was twisted into the bone hole, which was prepped with correct tap anchor. Device pieces were not removed from patient. A back-up device was available to complete the procedure. Neither surgical delay nor patient injuries were stated.

Event description:
It was reported that the bone hole was prepped with correct tap anchor shredded as it was twisted into prepped hole. No patient injuries were reported. Devices pieces were not removed from patient.